Event description:
Pt had cornerstone bone allograft and atlantis plate and screws implanted - cervical spine fusion in 2004. The pt began to experience increasing difficulty swallowing in 2005. She was diagnosed with an anterior neck infection and abscess drained by an ent physician two months later. The plate and screws were explanted. A wound culture grew streptocci and candida albicans. The pt completed 6 weeks of IV antibiotics and has had complete resolution of the infection. The two rti bone allograft lots implanted in this pt were confirmed by rep and hosp.